Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire revolution guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, the ercp procedure was successfully completed. However, a few days later, the patient returned to the hospital and it was reported that perforation occurred. According to the nurse as well as in the physician's assessment, the guidewire contributed to the perforation of the common bile duct. According to the nurse it is unknown what treatments were given to address perforation post procedure. Reportedly, the guidewire was new and the first time used so unfamiliar. The patient's current condition was reported to be stable and fine.